Event description:
As reported, three 7mm x 20mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheters did not maintain negative pressure during preparation. During the use of the devices, there was a small grade 1 contrast extravasation from the proximal balloon body on the posterior side. Observation outside of the patient showed a hole causing the leakage. A new 7mm x 20mm aviator plus pta balloon catheter was used as a replacement. There were no reported injuries to the patient or signs of infectious disease. This was during a pulmonary vein stenosis balloon dilatation. The devices were stored and prepared per the instructions for use (IFU). There was no difficulty removing the sterile packaging components or the protective balloon cover. The operator had been trained. The target vessel was not calcified, was mildly tortuous, and had 90% stenosis. The contrast-to-saline ratio was 50%/50%. For the first, second, and third devices, the pressure gauge did not show an increase in atmospheres (atm) with no balloon inflation observed, and each device was able to be removed easily from the patient. The first device will be returned for evaluation; however, the second and third device were discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82344473 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.